Event description:
Nurse hung penicillin as a secondary line, verified drops were flowing. Return to patients room one hour later to find the penicillin bag is still not finished. Checked clamps and tubing and everything was set up correctly. Restarted the penicillin and set the pump for the 30 minute infusion, verified drops were flowing into the secondary bag; 30 minutes later, rn checked on pump and infusion was not infusing at correct rate, less than 25% of the infusion was in. Changed out pump. Issue not resolved. Per the pump instructions troubleshooting the line, primary tubing was clamped to allow full infusion of secondary line. FDA safety report ID# (B)(4).